Event description:
It was reported to philips that the footswitch failed to perform fluoroscopy. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, cardiac catheterization procedure was performed by the customer when the issue occurred and the procedure was completed as planned by using the foot pedal. The philips field service engineer (fse) inspected the system on site and confirmed that footswitch failed to perform fluoroscopy. Upon troubleshooting fse found that x-ray did not consistently activate when the fluoroscopy button was pressed. To resolve the issue, fse replaced the wired footswitch. The defective footswitch was returned to philips for analysis and the cause of the failure could not be conclusively determined by the supplier's part analysis. The system was returned to use in good working order. The codes were updated based on the investigation outcome.